Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown. Product type catheter.(B)(4).

Event description:
The patient had an infection. The onset/diagnosis date was (B)(6) 2010. A culture of the lumbar region revealed (B)(6). The patient was treated with both IV (intravenous) and oral antibiotics. It was a ¿long time infection¿ treated with suppressive antibiotics (bactrim long term). The patient did not have meningitis. The device system was explanted. The patient did not experience drug withdrawal. The patient recovered without sequela. The device system was delivering lioresal.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed no anomaly found. The catheter was returned in segments. Analysis of catheter model 8709 and catheter model ¿unk¿ revealed acceptable catheter testing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.